Manufacturer narrative:
(B)(4).

Event description:
The patient presented with potential skin erosion over the rns neurostimulator incision site. The patient was scheduled with plastic surgery to revise the incision site border in order to prevent infection and enable healing. The implanted rns neurostimulator was explanted, a new neurostimulator was implanted, and the skin at the incision was examined. The plastic surgeon excised the compromised skin and the incision site was closed without complication. No other information was provided by the treating center.